Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system froze without displaying a system message. The staff could not get the system to shut off and reboot. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate/confirm the reported event of the touchscreen not responding. However, the system itself freezing up was not confirmed. As the touchscreen was nonresponsive to commands, the system was unable to be powered down using the touchscreen. The nonconforming display touchscreen was. Unrelated to the reported event, the display cable was also replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming display touchscreen. The manufacturer internal reference number is: (B)(4).